Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 program setting was incorrect. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem, concomitant med prod data. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue of a programming error of heparin was confirmed based on details from the device event logs. ¿ a log review was performed for pcu s/n (B)(6) and can be observed below. ¿ on december 16, 2024, between 9:12:54 to 9:18:35 pm, the pcu s/n (B)(6) was powered on, the pump module s/n (B)(6), was programmed with the following parameters ¿ drugid=180 (heparin weight based), drug amount=20000 mg, diluent volume=500 mg, rate=17 ml/h - vtbi=350 ml, infusion started, channel off selected, channel off canceled, ¿ at 9:17:52 pm the user programmed pump module s/n (B)(6) selected, concentration=40 mg/ml, rate=9 ml/h - vtbi=350 ml, dose=9 mg/m2, infusion started. ¿ the suspect pcu passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). ¿ the suspect pump module passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). ¿ an external and internal inspection was carried out for both suspected devices, and no problems or anomalies associated with the complaint reported by the facility were found. ¿ no log errors were found in the devices error logs related to the reported event. ¿ the alaris system with guardrails suite mx with alaris pc unit, model 8015 software version 9.33 user manual states: ¿ verify correct parameters and press the start soft key. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: ¿ please replace rubber motor mount of the pump module s/n (B)(6). Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. ¿ repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the probable root cause for the report of a programming error of heparin is attributed to user programming. No anomalies were found with the received infusion system that contributed to the reported event. Note that this report lists imdrf annex a0902, a0401, g0201402, g02026, c02, c23, d02, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was a inaccurate infusion of weight based heparin due to programming error. The heparin was intended to infuse at a rate of 17untis/kg/hour, however the medication actually infused at a rate of 9 units/kg/hour. There was patient involvement, but no harm.